Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent fill tubing issues occurred. Customer changed the cartridge and infusion set to resolve the issue. Customer's blood glucose was 498 mg/dl. As pump supplies were changed, tandem technical support was unable to determine cause of events.